Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows that the threaded fixation portion has fractured off of the device. The complaint is confirmed for a general instrument retractor fixation pin for the failure of fracture intra-op. The failure is believed to be attributed to excessive forces applied to the device during distraction because the failure cannot be attributed to manufacturing or design. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a roi-c distraction pin broke intra-operatively in the patient's vertebral body. There was a delay within the procedure to drill out the tip of the pin and the tip was successfully removed. There were no consequences for the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-c distraction pin broke intra-operatively in the patient's vertebral body. There was a delay within the procedure to drill out the tip of the pin and the tip was successfully removed. There were no consequences for the patient.